Event description:
Customer reported a lab result of 40 mg/dl, an inform system blood glucose result of 92 mg/dl, within 10 mins. Customer reported no pt symptoms, did not treat or act on inform result. No adverse event reported. A request was made for the return of the system, replacement was sent.